Event description:
Caller states, the pt tested 130mg/dl on the compact plus sys and 170mg/dl on a nurse's device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.